Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the pt is monitored and has not been revised to date. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, as the pt has not been revised, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008 as referenced. Should additional info become available and/or the device (s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It is reported that the pt received an acetabular cup in her left hip due to subluxation on (B)(6) 2007. The pt had also a hip arthroplasty in the contralateral hip. Further concurrent medical history was cancer, osteoporosis and hypertension. A loosening of the button cup was identified on (B)(6) 2012. The pt is currently monitored.